Event description:
It was reported to philips that the device did not display a power light when the ac was plugged in. Battery a was shaded white and battery b was blank. The customer tried to reproduce the issue but was unable; the power light turned on. The customer also heard hissing from the ac power module. There was no reported patient involvement/adverse patient impact.